Event description:
Spontaneous call. Patient states she feels less energetic on one pump (sn: (B)(4)) than her other pump. Product malfunction occurred while in use. Patient felt less energetic on that pump, device is available for investigation, device was replaced. No other information known. Malfunction occurred while in use. Patient felt less energetic while on pump, device is available for investigation. Device was replaced. Reported to (B)(6) by: patient/caregiver.